Manufacturer narrative:
Probable failure mode is user error. The gauze is made with cotton material and will not ignite by itself. As per the customer's narrative, high temp disposable artery ignited gauze (dry) next to surgical area. The production process was reviewed, there was no change on labor, equipment, and material, manufacturing technology, environment and product configuration. The folding, packaging, and inspection process conform to sop standard , all are under control. The DHR can not be reviewed as no lot number provided.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
A customer reported that the dup90312 ducare gauze sponge, 3" x 3", 12 ply - ns ignited next to surgical area due to high temp disposable artery. "The bovie disposable hand held high temp cautery was used on the surgical site. Beside the site was a dry gauze the physician was using. The physician was holding the cautery and using it. He went to return the cautery to the sterile instrument tray and when he turned back to the surgical site, the dry gauze that was beside it had ignited and was in flames. He does not remember touching the gauze with the cautery." The flames of the gauze caused burns to patient in form of blisters that required short term monitoring. The patient was a young male.